Event description:
The event involved a plum 360 driver new infusion pump. It was reported that the device was not detecting air and there was no audible alarm during preventative maintenance (pm) testing. There was no patient involvement and no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
A complaint investigation was performed on the pump device. No problem was identified relating to the customer-reported issue of 'failure to detect air in line'. Therefore, a cause could not be established for the customer's complaint. D9 - date returned to mfg: 09-may-2023.